Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user traveling in southeast asia experienced difficulty managing glucose with the ilet system and requested reassignment to a new clinician for support. Symptoms included hypoglycemia with rapid glucose drops and sleep disruption due to alarms. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education provided by clinical support. Investigation of this case revealed an unclear cause of hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.